Event description:
It was reported that the bd needle broke. The following information was provided by the initial reporter translated from portuguese to english: the clinic approached the distributor informing us that one of our 13 x 0.40 needles had broken inside the patient. The distributor was instructed to seek further information such as the clinic's contact details, the exact product code, a description of the incident and the batch number.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.